Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #: 1627487-2016-03615, 1627487-2016-03616 and 1627487-2016-03617. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016 to explant the piece of the trial lead that was left implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had 4 leads for off-label use. Device 1 of 4. Reference MFR report #: 1627487-2016-03615, 1627487-2016-03616 and 1627487-2016-03617 it was reported the patient underwent the permanent implant procedure on (B)(6) 2016. During the procedure, a 3 inch long lead fragment from the trial was seen on the fluoroscopy in the right occipital area. It is unknown when the trial leads were removed. The doctor could not find the lead fragment after trying for 45 mins. The doctor thought it was completely scarred in and decided to leave it implanted.